Event description:
It was reported that the device was not providing the desired tissue effect. The customer opened a new device and completed the case with no patient consequence. The device will be returned for analysis.